Event description:
It was reported the patient fell last saturday and heard a "snap" some time after the fall. The patient had a loss of therapeutic effect with the right lead soon after the fall as the patient started to have rigidity and freezing problems. The device was interrogated, and all impedances were >40,000 ohms on the right lead. The left lead was fine, and the patient was receiving therapy from the left lead. X-rays were performed but a break in the system was not visible. The patient was going to return to the clinic on (B)(6) 2012, and options on how to proceed were going to be discussed at that time. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
Additional information. The lead was revised (B)(6), 2012. It was determined the lead was damaged as a result of a previous fall. The lead was replaced successfully.

Manufacturer narrative:
Product ID 748251, serial # (B)(4), implanted: (B)(6) 2004, product type extension. Product ID 64002, lot # n282992, implanted: (B)(6) 2012, product type adapter. Product ID 37651, serial # (B)(4), product type recharger. Product ID 37642, serial # (B)(4), product type programmer. Product ID 3387-40, lot # j0424953v, implanted: (B)(6) 2004, product type lead.